Event description:
It was reported that this right atrial (ra) lead with the pacemaker was found to have a high out of range pace impedance measurement. The lead measurements were confirmed to be within normal limits. This ra lead and pacemaker remain in service. No adverse patient effects were reported.